Event description:
Swelling in both knees/ left ankle slightly swollen [joint swelling]. Pain in both knees [arthralgia]. Hard to walk [gait disturbance]. Feeling like he has no muscles in his legs [muscle disorder]. Feeling as if his knees are bone to bone [arthropathy]. Kept him up at night [poor quality sleep]. Case description: spontaneous report received on 06-oct-2009 from a (B)(6) male pt, (B)(6). The pt had a history of osteoarthritis and three previous synvisc series. The pt's third synvisc series was (B)(6) prior to this report, his second series was 9 to 10 months prior to that and his first series was 6 to 7 months) prior to the second series. The pt received synvisc injections in both knees on an unspecified date in (B)(6) 2009. One week later, the pt received a second synvisc injection in each knee. The pt reported that he experienced bilateral knee pain for "longer than normal" after the second injection in both knees. The pt received a third synvisc injection in both knees on (B)(6)-2009, two weeks after the second injections. The pt had "unusual and humongous" swelling in both knees. The pt also had pain in both knees after the (B)(6)-2009 injections. The pt went to the emergency room on the night of (B)(6)-2009 due to his bilateral knee pain and swelling. The pt was treated with pain killers. The pt stated that the bilateral knee pain and swelling kept him up on the night of (B)(6)-2009, therefore, he took pain killers to relieve the pain and help him sleep. The pt reported that his left ankle was slightly swollen at the time of this report. He also felt as if his knees were "bone to bone" and like he had "no muscles in his legs" which made it hard for him to walk. As of the date of receipt of this report, the pt had not yet recovered. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.